Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device keyboard malfunctioned prior to use. No patient harm or additional information has been reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this malfunction has not been previously reported as causing injury. The initial report was forwarded in error and should be voided.